Event description:
A patient was implanted with a distal radius plate and screws on (B)(6) 2012. About 4 weeks post operative the plate and two screws were noted as broken. The patient was returned to the operating room on (B)(6) 2012 for removal of broken hardware. The screw shafts remain in the patient. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.